Event description:
It was reported that this left ventricular (lv) lead was an unsuccessful attempted implant as the guidewire passed through the lead body while being backloaded and prepared for implant. The attempted lv lead has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed an insulation damage, based on observation of a puncture hole near the tip end of the lead, consistent with a backloaded guidewire escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was an unsuccessful attempted implant as the guidewire passed through the lead body while being backloaded and prepared for implant. The attempted lv lead has been returned for analysis. No adverse patient effects were reported.